Event description:
Customer reported to have suddenly have high blood glucose of 415 mg/dl. Customer reported to have changed infusion set and issue was resolved. Customer's blood glucose at time of call was 80 mg/dl. Customer inquired on reason for sudden high blood glucose. Customer was educated on possible reasons. Customer was advised to monitor blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.